Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy. Diagnostics indicated the, "replace generator. The generator has reached its end of service," message displayed on external devices. It is unknown if the ipg depleted prematurely. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.